Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. There is no indication that the electrode belt malfunction caused or contributed to the patient's skin irritation. No adverse event resulted from the defective equipment.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The patient confirmed that the irritation was red, itchy, and developed a sore. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to take the lifevest off for longer than normal to help the skin irritation. Follow up indicated that the skin irritation improved upon following the physicians recommendations. A us distributor contacted zoll to report that the patient was experiencing frequent gong alarms as well as the above mentioned skin irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The patient confirmed that the irritation was red, itchy, and developed a sore. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to take the lifevest off for longer than normal to help the skin irritation. Follow up indicated that the skin irritation improved upon following the physicians recommendations.